Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an oral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, this device was advanced from the common bile duct to the intrahepatic bile duct. When the physician attempted to perform biopsy using a spybite, the working channel sleeve protruded. Biopsy was performed as it was. When the spybite was removed from spyscope ds, the working channel sleeve returned to its normal state. A second biopsy was performed on the same site, but the same issue occurred. The procedure was still continued and biopsy was performed in the common bile duct. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the spybite. The procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and good.